Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 85-105 mg/dl. The customer did not report symptoms during at time of call. Past medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen cupboard. During the call a back to back blood test was performed by the customer and produced test results of 343mg/dl non-fasting using meter (using new vial of strips due to improper storage). The test strip lot manufacturer's expiration date is 06/27/2020 and open vial date is one month ago (july 2019). The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 85-105 mg/dl. The customer did not report symptoms during at time of call. Past medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen cupboard. During the call a back to back blood test was performed by the customer and produced test results of 343mg/dl non-fasting using meter (using new vial of strips due to improper storage). The test strip lot manufacturer's expiration date is 06/27/2020 and open vial date is one month ago (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: 325mg/dl date: (B)(6) 2019time: 05:55am fasting result 2: 466mg/dl date: (B)(6) 2019 time: 04:14am fasting result 3: 315mg/dl date: (B)(6) 2019 time: 05:04am fasting result 4: 560mg/dl date: (B)(6) 2019time: 02:28am fasting result 5: 596mg/dl date: (B)(6) 2019time: 02:12am fasting